Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl.

Event description:
The patient reported that she took a brief dip, roughly 20 minutes, in the ocean and when she sat down, the pod came off and the cannula made contact with direct skin. The pod was loose enough to be able to see the cannula had poked out one end of the adhesive. The patient's blood glucose had reached the low 300's mg/dl. She did a correction bolus of 3 units, but her levels were still going up despite the attempt. Treatment included an insulin pen and replacing the pod when she went home; her blood glucose started to go down at a steady pace and eventually got back down to 199mg/dl. The patient stated that the cannula appeared to have a heavy bend. The pod had been worn on the abdomen for between 4 and 24 hours.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the device found no issues that would have caused the cannula to become dislodged. No bends or kinks were found upon inspection of the soft cannula. No issues were found that would have caused the adhesive issues. No other errors or deficiencies were found during the investigation that would have resulted in high blood glucose levels.